Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there were many black markings and white markings near the black plunger. To aid in the investigation, two samples in opened packaging blisters and six photos were received for evaluation by our quality team. A visual inspection was performed. One sample has six dark colored specks of embedded degraded resin in the syringe barrel. The second sample has a white colored line at the syringe rubber stopper; the line goes from one rubber stopper rib to the other. The line is from the rubber stopper molding process. The six photos provided show the samples received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 5023076. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness and the stopper supplier notified. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material # 309653 batch # 5023076 verbatim: we have two 50ml syringes which do not meet our standards. Date of finding: 3/17/2025 available to send back for investigation. Syringes were opened from wrapping but not used. Same lot on both syringes: 5023076 1st syringe many black markings, even inside syringe not sterile!. 2nd syringe white markings near the black plunger.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.